Event description:
The customer was getting blood glucose readings of 430, 372 and 351mg/dl on his contour system. He states that he injected 6 units of insulin and then went into a coma for an hour. When customer regained consciousness he ate sugar until he felt better. No additional information was given regarding any type of intervention. New meter and test strips were sent to him and he is expected to return his test strips for evaluation.